Manufacturer narrative:
(B)(4).

Event description:
The customer reported that during a freedom driver switch, the spring from the patient's left cannula cpc connector came out. The cpc connector is a component that provides the interface between the drivelines and the tah-t cannula. The customer also reported that the cpc connector was repaired by hospital staff. There was no reported adverse patient impact as a result of the dislodged spring in the cpc connector. The cpc connector was subsequently replaced by hospital staff. The customer also reported that the cpc connector was shipped to syncardia for evaluation, however, there is no record of it being received and therefore no evaluation could be performed. This issue was previously investigated at syncardia. Clinicians and patients are trained to thread a wire tie through the thumb release tab of cpc connectors to prevent inadvertent disconnection of the cannulae to the drivelines. It is possible that when the wire tie was threaded through the connector, it dislodged the spring. The reported issue poses a low risk to the patient because although there was a dislodged spring in the cpc connector, the tah-t continued to perform its life-sustaining functions. This issue will continue to be monitored and trended as part of the customer experience process. Syncardia has completed its evaluation of this complaint and is closing this file.